Event description:
Reportable based on analysis completed on 09-apr-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). A non bsc guide wire was selected to cross the lesion and predilation was performed using a non bsc balloon catheter. A 3.50x16mm promus element¿ plus stent was selected to treat the lesion, however, the device was unable to cross the lesion. Dilation was performed again at high pressure. The lesion was stented with another of the same device and post dilation was performed and the procedure was completed. No patient complications were reported and the patient's status was stable . However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device is combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had detached from the delivery system and was not returned for analysis. The ro markerbands and tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found a shaft hypotube break located at 1068 mm proximal to the midshaft to hypotube bond. The hypotube was kinked in the region of the hypotube break and also at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).